Event description:
The customer contact reported a spark was noted from the cassette area of the pump. The pump was delivering an unspecified IV solution while on ac power. When hanging a new IV solution bag, the nurse inadvertently punctured the bag. Fluid spilled into the cassette area of the pump and a "one-time spark" was noted from the cassette area of the pump. The device was unplugged from the ac power outlet and removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient or clinician effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.